Event description:
The customer reported the n65 monitor display was missing segments. The failure happened when the device was not being used on a pt.

Manufacturer narrative:
(B)(4). Covidien service center verified the unit was missing segments. Isolated to the user interface (ui) printed circuit board (pcb) and the liquid crystal display.